Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, electrogram shows oversensing consistent with lead noise. Rv and svc defibrillation impedance steady at approximately 50 ohms through (B)(4) 2014, rises out of range greater than 250 ohms starting (B)(4) 2014.

Event description:
It was further reported that there were frequent double counted rwaves, and suspected fracture. The rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The exposed superior vena cava (svc) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead integrity alert triggered for high impedance on the high voltage "b" portion of the lead. There was an increased and high impedance on the superior vena cava (svc) portion of the rv lead and there was high short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).